Event description:
It was reported by service report that the zoom function was intermittent. The customer reported that they did not know if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Communication cable coil cord.